Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical insulin pump error alarm and stopped working. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unit unable to verify critical pump error or pump error 35, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, pillowing keypad overlay and minor scratches on case.